Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was seen on the right atrial (ra) lead. The physician believed this was due to a bad connection or possible air bubbles as by moving the device the noise increased. An intervention took place and the ra lead was connected to the pacing system analyzer (psa) and no signal was seen and the noise did not disappear. The lead was replaced and it was noted that the lead was fractured as there was visual damage seen after the lead was explanted. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a fracture of the outer coil approximately 27 cm from the terminal pin . Electrical testing verified the lead was not electrically continuous. Additionally, an x-ray of the lead provided visual confirmation of the fracture. Based on the location and type of damage, this lead was most likely fractured due to entrapment in the clavicle/first-rib region.